Manufacturer narrative:
Correction: section d4 primary unique device identification (UDI) number.

Manufacturer narrative:
Correction: section b5 statement should have included "low pacing lead impedance" on the lv lead.

Event description:
It was reported that the patient's notifier was triggered due to low pacing lead impedance and high capture thresholds on the left ventricular (lv) lead. The patient was scheduled for an extraction. During the procedure, an insulation breach was observed on the right atrial (ra) lead. The rv lead came out as a result of the lv extraction. No malfunction was stated on the rv lead. The ra lead was extracted. All leads were replaced. There were no reported patient consequences.

Event description:
It was reported that the patient's notifier was triggered due to high capture thresholds on the left ventricular (lv) lead. The patient was scheduled for an extraction. During the procedure, an insulation breach was observed on the right atrial (ra) lead. The rv lead came out as a result of the lv extraction. No malfunction was stated on the rv lead. The ra lead was extracted. All leads were replaced. There were no reported patient consequences.